Manufacturer narrative:
(B)(4). The sample was received; however, the investigation was not complete at the time of this report. A follow-up report will be sent with investigation results.

Event description:
The customer alleges that "the doctor was preparing to use the tube and he found that the white balloon couldn't be inflated". The alleged issue was detected prior to patient use.